Event description:
It was reported that one day post op check, the right ventricular lead exhibited loss of capture, loss of sensing and low impedance. The patient was lying down, the device was checked with a different programmer and all was normal., the patient was sitting at the time of second test. During follow up on 3/23/2017 the low impedance could not be reproduced. The patient would be monitored via merlin.net.